Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have a broken chassis located beyond the proximal end. The broken piece measures approximately 4.47 mm was missing and not returned. Adjacent components to the damaged chassis do not exhibit any signs of damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use or reprocessing. Damage can result from mechanical impact, such as an accidental drop of the instrument. Improper cleaning during reprocessing, such as prolonged exposure of the instrument to harsh cleaning agents, can lead to cracking and subsequent breakage.

Event description:
It was reported that during central processing, a piece of gray plastic on the monopolar curved scissors instrument broke off. No known impact or patient consequence was reported.